Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and barbed suture was used. The needle popped off when tying the two back stitches trying to secure them. She was able to keep the needles in the robot arm. They were able to complete the case without patient harm. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Two unopened samples were received for analysis. Product code sxpp1a422. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.